Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to claim no audio output on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4) describe event or problem - additional, if follow-up, what type?: correction.

Event description:
Upon further review of the customer complaint, it was confirmed that the complaint is not reportable and report number 3004753838-2016-08489 was submitted in error.